Event description:
Reporter indicated that vns pt was explanted due to infection at the pulse generator/pocket area. The pt had reportedly irritated/scratched at the incision site. The infection was initally treated with antibiotics, but did not resolve. Both the lead and generator were subsequently removed. The infection has resolved and reimplant is planned.